Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction and the lot number is unknown. Therefore a batch review and sample evaluation will not be conducted. If additional information becomes available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center and reported a system error 2240 (air in line) which occurred on home choice (hc) during cycle 3. The home patient (hp) got the alarm the previous night. The hp turned off the hc. The baxter technical service representative (tsr) explained the alarm. The tsr documented while troubleshooting that the clamp was open on the unused supply line. The hp will discard the supplies and finish with manuals. The hp will notify the nurse of the air detect alarm while being connected and regarding the missed therapy. Product surveillance spoke with the hp's nurse on (B)(6) 2011. The nurse said that the hp notified her of the alarm and the nurse informed the hp of proper procedures. The hp has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.